Event description:
The pt went into a scheduled surgery on 8/7/96 for a lead revision, becasue the physician had observed noise on the electrograms during a routine follow-up visit which he attributed to the lead. The physician opened the pocket and removed the v-100c defibrillator from the pocket. After implanting a new pace sense lead (bt-10) he attached the lead to the v-100c defibrillator and still observed noise. He then tested the chronic lead (mfg by a 2nd co) s/n 010066 which had been originally implanted in the pt on 11/28/94 and observed no noise. He attached and tested a v-115c, s/n 2964 with the existing other co's lead and observed no noise. The physician chose to explant the bt-10 lead and the v-100c defibrillator.

Manufacturer narrative:
A4. The initial report states na for weight. Co does not provide patient weight because it has no impact on the safety or effectiveness of co's devices. H-3 evaluation summary: the device appropriately detected and delivered pulses at different programmed voltage levels when connected to a cardiac simulator. Add'l testing verified that the bradycardia pacing, antitachycardia pacing, and sensing functioned properly. Accurate high voltage charging and defibrillation output was further confirmed during electrical life test. Various general parameters including electrogram storage, battery voltage, and telemetry responses of the device were also tested and verified as functioning properly. The device met all performance specs and shows normal device characteristics.